Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml bupivacaine at 3.3 mg/day via an implantable pump for myofacial pain syndrome and spinal pain. It was reported that the patient's pump had flipped. Under fluoroscopy, it was determined the pump was flipped. The physician manually flipped the pump and performed dye and motor studies, both of which were successful. The issue was resolved and the patient was noted to be "alive-no injury". No symptoms were reported and no surgical intervention occurred or was planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.